Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02032, 0001822565 - 2019 - 02031, 0001822565 - 2019 - 02028.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently 10 year post op the patient is being considered for a revision surgery. Additional information was requested, however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected 00771101200 ¿ ml taper stem ¿ 61235576. 00630506036 ¿ xlpe poly liner ¿ 61281107 00620006022 ¿ f/m shell - 60989884. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.